Event description:
It was observed during the device evaluation that the colonovideoscope exhibited white opaque residue in the auxiliary water flow tube and a flickering image accompanied by error e216(scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the flicker and error e216 (scope communication error) were most probably due to a component failure. For the white opaque residue in the auxiliary water flow tube, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.